Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump turned off after the battery fell off the pump during patient infusion. The pump was replace and the infusion was continued with minimal interruption. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported issue was reproduced. A review of the event history log revealed "improper shutdown" messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a broken battery retaining clip on the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.